Event description:
It was reported that on (B)(6) 2022, the package was found deformed during inspection. Involved 3 pcs. All 3 devices have a sterility breach. All the devices were found during the same inspection at the same time. The outer box was not damaged.

Manufacturer narrative:
Qn#(B)(4). From the pictures provided it was not possible to be confirmed the failure mode reported as dented packaging - sterility compromised. It is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The device history review for the product visistat 35w 6/box lot# 73b2200861 investigation did not show issues related to the complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that on 19 sep 2022, the package was found deformed during inspection. Involved 3 pcs. All 3 devices have a sterility breach. All the devices were found during the same inspection at the same time. The outer box was not damaged.

Manufacturer narrative:
Qn # (B)(4). Per DHR the product visistat 35w 6/box lot # 73b2200861 was manufactured on 02/28/2022 a total of 27,000 pieces. Lot was released on 03/10/2022. DHR investigation did not show issues related to complaint. The customer provided one photo for analysis. The complaint of "dented packaging - sterility compromised" was able to be confirmed by the photo. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The edge of the packaging closest to the trigger was observed to be warped. The packaging of the returned unit was also observed to be damaged and warped at the corner of the tray next to the cover block and opposite the lidstock. The sterile barrier of the returned sample is compromised. Packaging engineering was contacted as part of the investigation of this issue. A nonconformance was opened by the manufacturing site to further investigate this issue. The returned sample was manufactured prior to the containment actions and corrections implemented by the manufacturing site. In summary, the reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. This is an issue related to the packaging process of this device. Several containment actions and corrections were established for this issue were established as part of a nonconformance. The returned sample was manufactured prior to these containment actions and corrections. Teleflex will continue to monitor and trend on complaints of this nature.